Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed blisters, dry skin, skin discoloration, and a scar under the sensor patch. The reaction area was treated with over the counter neosporin topical ointment. At the time of the report on (B)(6) 2022, the patient stated the scar was fading and had lightened. No additional patient or event information is available.